Event description:
Pt underwent cardiac cath. Physician had difficulty removing starclose device after clip deployment. It was felt the device likely got caught on subcutaneous tissue. No harm to the pt.